Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens). It was reported that in midst of a trial procedure the rep is getting >40k on all or almost all pairs when checking impedance (imped). Red imped values showing on both the check connectivity and full imped check. Caller is getting the same results with 2 different ens and at 3 compact trial leads. Caller also tried another tablet but was still getting high impedances. When rechecking impedances caller says they have intermittently received some green values but they have been mostly red. Rep tried a compact lead. Impedances were all green values though caller says electrode 0 showed red after remeasuring impedances. They are sending one ens and 3 trial leads back.

Event description:
It was reported the trial leads kept failing; went from good impedance to bad, high impedances. Rep tried everything; used different lead.

Manufacturer narrative:
H3: analysis not yet conducted however once completed additional supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: analysis information pli# 10 product ID# 977d260 the returned device passed all testing in the laboratory and no anomalies were identified. Analysis information pli# 20 product ID# 9772501 the external neurostimulator (ens) passed functional testing. Analysis information pli# 30 product ID# 977d260 analysis identified that the conductor was broken in the distal end of the lead. Analysis information pli# 40 product ID# 977d260 analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.